Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubbles on tubing during therapy. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that the size of air bubble was 2 inches. Customer stated that the air bubbles were not removed successfully. The reservoir will not be returned for analysis.